Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation occurred. It was reported there was a dislocation of the valve and the intro of the sheath. It was the hemostatic valve that totally separated and dislodged outside the hub while it was being used on the patient. No air entered the patient¿s body. There was no patient consequence. Device investigation details: a photo of the complaint device was provided by the customer to aid in the investigation. The photo was sent to the manufacturer for further investigation. One picture of a pref. Guiding sheath w/mult.crv was received for analysis. In the picture it was observed that the device was being used during a surgical intervention. The vessel dilator is inserted into the cannula. It can be noticed that the cap is separated from the hub. No other outstanding details are observed in the picture. The complaint reported by the customer was confirmed according with the evaluation of the attached picture where the cap is observed separated. However, it is not possible to establish whether it is related to the manufacturing process of the product based only on the picture, a dimensional and microscopic analysis are required. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4). Correction: the h6. Medical device problem code has been corrected from material separation (a0413) to detachment of device or device component (a0501).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation occurred. It was reported there was a dislocation of the valve and the intro of the sheath. It was the hemostatic valve that totally separated and dislodged outside the hub while it was being used on the patient. No air entered the patient¿s body. There was no patient consequence; no treatment was required and no blood return was observed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. As such, field b3. Date of event has been populated with (B)(6)2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)correction: (B)(6) 2023, it was noticed the following information was inadvertently omitted from section h10 of the 3500a initial medwatch report: "the product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted."